Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including x-ray, visual, mechanical and electrical inspections. The provided x-ray showed that the ra and rv leads had excessive slack in the implanted state. The slack might have contributed to the observed dislodgement. The returned lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The visual analysis of the lead itself including the fixation helix did not show any deviations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Electrode was displaced. A lead revision was done and during the lead explant, dr (B)(6) discovered that the screw was not fully out. Nonetheless on the x-ray during the primo-implantation the screw was fully out. The lead was explanted and replaced by a new one.